Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc bi71000273 slides door cable kit svc bi71000429 door winch replacemnt kit svc o2 bi71000210 dongle pendant h3) onsite functional and visual examination was performed by a manufacturer representative. Door guides were stripped and door winch was damaged. Found rotor tractor drive belt was damaged as well. The parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was in a procedure and was unable to open the gantry door after completing the post procedure spin. The site pressed and held the yellow button on the side of the system, then pressed the door close button or any other button on the pendant. There was no movement of rotor or gantry doors. The representative  reported that the dongle had been disconnected. Site reconnected the dongle and restarted the system. Still unable to open gantry door. The site had already attempted to open the gantry with the ratchet set prior to contacting technical services (ts). Ts walked the site through the steps of opening the gantry door with the ratchet set. The site was successful in opening the gantry doors. There was a delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
H2: lot number for returned product: w2207280347 rev. 3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the winch motor assembly was returned and analyzed. Forward and backwards motion passed, the brake was engaging and disengaging as normal. The drive assembly functioned as normal. A visual inspection showed the cable had broken strands and had multiple kinks/ bends in it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.